Manufacturer narrative:
Correction: k133317.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 and m2 segments of the middle cerebral artery using a penumbra system 3max reperfusion catheter. The physician successfully aspirated some thrombus using a penumbra system 5max ace reperfusion catheter and another manufacturer's device. The physician then attempted to recanalize the m2 and m3 segments with the 3max catheter. During aspiration, a vessel dissection occurred. The physician successfully stopped the bleeding with another manufacturer's balloon device. The patient is doing ok.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded device.